Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement greater than 200 ohms on two separate occasions. Review of the device data confirmed all other data was within normal limits and isometrics did not produce any noise. Additionally, a commanded shock test was performed to confirm the integrity of the lead. No additional adverse patient effects were reported.